Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination confirmed the most distal contact on the lead had detached from the lead body and was missing. The damage was consistent with a tensile overload resulting from flexural strain. This likely occurred from contact between the device and the patient's scar tissue after repeated attempts at insertion. A review of the manufacturing records found no evidence of nonconformities related to the nature of the complaint.

Manufacturer narrative:
Nevro is awaiting the return of the device for analysis.

Event description:
A case involving a patient with difficult anatomy was reported to nevro. The physician was placing the second lead during permanent implant surgery. It was a difficult placement and after several attempts to reposition the lead, it began to fray at the distal end. The physician eventually pulled the lead out of the patient and noticed that the tip of the lead had frayed slightly. Upon looking at the x-ray, it appeared that a piece of one contact was left in the epidural space. A new lead was inserted without incident. The physician was not concerned about the implanted fragment and has no intention of retrieving it. Follow up report indicated that the patient recovered without sequelae and is receiving excellent pain relief.

Manufacturer narrative:
This update is to correct the "date of this report", which was incorrectly inputted.